Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for chordae damaged in attempt to capture leaflet was confirmed with other empirical evidence based on information provided by the clinical specialist present at the case. As no product or imaging was returned for evaluation, there is limited information as to potential causes. Patient or procedural factors may have contributed, but no difficulties related to anatomy or imaging were reported in the event description. Therefore, the most likely cause of this event is indeterminable. Various factors that may contribute to an indeterminable root cause include, but are not limited to, no adequate imaging available, no product return, and no additional information from the site. The device history record review was completed. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. What appeared to be a ruptured chordae was already attached to the p2 leaflet prior to the procedure. An attempt was made to grasp this structure with the pascal, but it could no longer be visualized on intraoperative echocardiography. It seemed that the chordae-like structure had moved to elsewhere. At the same time, the a-line waveform became dampened and could no longer be measured. Teer was continued nonetheless, and the implant was placed. To investigate whether the dampened a-line was caused by the chordae-like material, angiography was performed, which revealed vascular stenosis. The 4fr a-line was then exchanged for a 6fr line, and tissue aspiration was carried out, successfully retrieving the tissue. The material was filtered with gauze, but it is unclear whether it was chordae. It is under examination at the hospital. Since there is no infection and no perforation of the valve leaflet, infective endocarditis (ie) is unlikely. Patient outcome is not available. The device remains implanted in the patient.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.